Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However during evaluation, it was determined that the device had a worn coupling, low power and component damage. The device also failed pretests for check the attachment coupling, general condition and check power with power test bench. The assignable root cause was traced to component failure due to normal wear.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Concomitant device: sagittal saw attachment device, therapy date: (B)(6) 2020. The reporter's facility address was not provided. UDI: (B)(4). Please note that this medwatch report is related to medwatch report 8030965-2020-05397 as the products were used together in the same event.

Event description:
This is event 1 of 2 of the same event. It was reported from (B)(6) that the small battery drive device overheated and had no power while in use with the sagittal saw attachment device that overheated and leaked lubricant. It was reported that there were no delays to the surgical procedure and a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.